Event description:
It was reported that the patient was implanted with an implantable neurostimulator post use-before-date (ubd). If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 3889-28, lot#: va018g0, product type: lead. Product ID: 3037, serial#: (B)(4), product type: programmer. (B)(4).